Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when a chronic right atrial (ra) lead was connected to a new implantable pulse generator (ipg), the impedance values decreased as compared to previous ipg. There were no issues noted with the lead, therefore the physician mentioned that the setscrew was not completely tightened in the ipg header. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.